Event description:
New information states that the device was explanted and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Review of the stored electrograms revealed alert for high ventricular rate, noise on the ventricular channel leading to inhibition. Ventricular noise reversion was noted since (B)(6) 2019. No further information was reported.

Event description:
New information states that no intervention was performed.